Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced on going blood glucose levels of 230 (mg/dl) due to being sick. At the time of the reported event, blood glucose level was 180 mg/dl. During system check with tandem technical support, the customer reported small air bubbles in the infusion set tubing and cartridge tubing. Reportedly, the customer uses humalog insulin in the cartridge, and the cartridge was being used for 3 days. Although requested by tandem technical support, the customer declined to continue troubleshooting, performed a supply change, and resumed insulin therapy.